Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. An engineering support specialist replaced the communication sled and assigned the drawers to resolve the issue. The system functioned as intended after the engineering support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawers failed to recover, and the device was not detected on the communication bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.